Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valve, part number c28717 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high ise (ion-selective electrode) results. There was no change in patient treatment in association with this event.